Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken on the front left corner due to impact, the bottom case was broken on the front left corner due to impact, and the plunger case seal was missing. Invalid syringe size found in pump event history log. During functional testing the reported issue of invalid syringe size was duplicated, the size sensor and the size pot were out of calibration. The root cause was a result of the customer's physical damage to the device. Calibrated size and performed preventative maintenance.

Event description:
It was reported that the pump exhibited a wrong syringe size error. No patient injury was reported.